Manufacturer narrative:
Based on the results of the investigation, the suggested event most likely occurred due to due to a leak in the bending rubber. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope exhibited a blurred lens. The issue occurred during reprocessing. There were no reports of patient involvement.